Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt discomfort with the system implant. The physician tried to revise the system with no success, the system was left in and working. The patient's condition post procedure was good.